Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a curved opening, flat creases, and a weight test of the explanted material was verified as within specifications. Microscopic analysis of the return device identified a curved striated opening on the anterior side assessed as surgical damage. Based on the device analysis the final assessment is that the curved striated opening was assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade unknown. The device has been explanted.